Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It was indicated that there was no interaction with the anatomy, which can be a possible contributing factor to device deformation. Information from the field indicated that the device was deformed during multiple positioning attempts. The cause of the reported event could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling. Please note, per the instructions for use, "warning: do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device." .

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer patient foramen ovale occluder (pfo) was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. During the procedure, the healthcare professional had difficulty deploying the left disc in the correct configuration. For better positioning they removed the device, washed and positioned again. But the problem persisted. For the second time they noticed the device appeared to be shaped like a chalice. The deformation occurred in positioning attempts and the device was withdrawn and released outside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a 25mm amplatzer patient foramen ovale occluder with same delivery system. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.